Event description:
The customer reported a false negative result when testing a patient sample with the medline hcg pregnancy test strip (urine). The patient was seen for abdominal cramping. It was reported that the patient experienced a miscarriage 16 days later. The miscarriage was reported to be spontaneous, and the patient's status was reported as stable. A total of 13 attempts were made to reach out to the customer for further information, however additional details were not provided. A relationship could not be established between the negative result and the miscarriage.

Manufacturer narrative:
Investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (202.7¿222.9 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. D9 and h3 updated to reflect receipt of returned product. H6 and h10 investigation conclusion updated to document return testing.

Event description:
The customer reported a false negative result when testing a patient sample with the medline hcg pregnancy test strip (urine). The patient was seen for abdominal cramping. It was reported that the patient experienced a miscarriage 16 days later. The miscarriage was reported to be spontaneous, and the patient's status was reported as stable. A total of 13 attempts were made to reach out to the customer for further information, however additional details were not provided. A relationship could not be established between the negative result and the miscarriage.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (202.7¿222.9 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500/000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beat core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the result of this rapid test.